Manufacturer narrative:
The device was not returned for evaluation. Unable to confirm the cannula was difficult to insert or to determine if it could have contributed to the reported hyperglycemia. No release records were reviewed, as the product number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
It was reported that the customer's blood glucose (bg) level reached >300 mg/dl after wearing the pod for three hours. Customer reported that the pod was difficult to insert into the infusion site.